Manufacturer narrative:
Patient identifier not available from the site. No parts were received by the manufacturer. Event problem and evaluation: on 3-sep-2015, a medtronic representative went to the site to test the equipment and found a faulty network cable. The cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was waiting to transfer but images never came over. In trouble-shooting, the bulkhead connector appeared to be damaged. The surgeon opted to complete the procedure without the use of the imaging system. A c-arm was used to proceed with the case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.